Event description:
It was reported that after successful deployment of the vascular sent in the right subclavian artery, the delivery system got stuck to the vascular stent upon removal. As a result, the shape of the stent became compromised and an intervention was required to post-dilate the distal portion of the stent. New access was gained through the brachial artery and the stent was inflated by using an angioplasty balloon. Final angiography showed sufficient stent diameter and blood flow.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.